Event description:
It was reported that a patient had passed away. The patient did have a response to vns therapy (seizure reduction) and that the patient was receiving vns therapy at the time of death. There are no copies of the death certificate available. There was no history of drug or alcohol abuse. The cause of death was not listed. Information was received from the rep that the patient had passed away during a dental procedure in which a tooth was to be removed and general anesthesia was used. The neurologist who informed him of this had no additional information as he had only known from what the patient's father had told him. Regarding the death, the relation between the vns system and cause of death is not related however cause of death was not stated. No additional relevant information has been received to date.